Event description:
It was reported that the external pulse generator had a cracked case. The generator was returned for service. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower case was broken. It was also noted that the battery release was contaminated, two side bail covers were broken, the battery contacts were compressed, one side bail was bent, the ring was bent and the battery drawer was broken. (B)(4).